Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history revealed no similar incidents. All available information was investigated and the single leaflet device attachment (slda) appears to be due to the patient anatomical morphology (thin leaflets). There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the single leaflet device attachment(slda). It was reported that this was a mitraclip procedure to treat functional regurgitation (mr) with a grade of 4. The steerable guide catheter (sgc) was inserted and a total of three clips were successfully implanted, reducing mr to 2. However, after the sgc was removed, it was noted that the second clip (81108u150) detached from the posterior leaflet, and remained attached to the anterior leaflet (slda). Mr returned to 3. The patient is stable. There was no clinically significant delay in the procedure. No additional information was provided.